Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the ventricular set screw was stripped. The stripped set screw could not secure the test leads causing the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
During device preparation, the device was not pacing. Damage was visually observed on the header of the device. The device was not implanted and a new device was successfully implanted to resolve this event. The patient was stable.